Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie received one (1) unknown zimmer screw for evaluation. Visual evaluation was performed. Fractured screw identified inside implant. DHR and complaint history review could not be performed since the lot and item number were not provided and unknown. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. The customer did not submit images for the reported event. Based on the investigation and risk management file review the most likely root cause determined from the investigation was patient factors therefore, based on the available information, a device malfunction has occurred. Screw fragment identified stuck inside the returned implant. The reported event has been confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. D9: device availability. G3: date received by manufacturer. G6: checked "follow-up" h2: checked follow-up type. H3: changed "no" to "yes" h6: entered evaluation codes. H11: added manufacturer narrative.

Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported that implant was removed due to peri-implantitis which was caused by the fractured implant. The screw fractured off leaving a portion lodged in the implant. When we went to attempt to remove it, the doctor noticed a fracture along the buccal aspect of the implant. Both the screw and the implant were fractured. Tooth number 20symptoms as a result of the event: pain and inflammation.